Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4) displaye mid:14 (bg power supply) error message on was confirmed during functional test and in the event log. The root cause of the reported complaint was due to a damaged danfoss module as a result of normal wear and tear. The console was manufactured in 2011, and it is 9 years old, well past its serviceable life of 5 years. No physical damage on the console was observed during visual inspection. During event log review, multiple mid:14 (bg power supply) error codes were identified on the event date, thus, confirming the reported complaint. Initial functional testing could not be performed due to mid:14 (bg power supply) error message displayed upon power up. To remedy mid:14, the damaged danfoss module was replaced. After part replacement, the thermogard ivtm console passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for thermogard xp ivtm console serial number (B)(4).

Event description:
During device check, the thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message during power on self-test. No patient involvement.